Event description:
During the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. A replacement unit was opened, but the seal was noticed to be unraveled. Third seal was used to complete the procedure. No pt complications were reported.